Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date is between (B)(6) 2005 to (B)(6) 2009. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: aksu, n., gögüs, a., kara, a.n., isiklar, z.u. (2010), complications encountered in proximal humerus fractures treated with locking plate fixation, acta orthopaedica et traumatologica turcica, vol. 44 (2), pages 89-96 (turkey). The aim of this study is to evaluate complications associated with locking plate fixation of proximal humerus fractures and to review relevant points to avoid complications and approaches to achieve good functional outcomes. Between september 2005 to april 2009, a total of 103 patients (33 male and 70 female) with a mean age of 62 years (range 21 to 90 years) were treated with open reduction and locking plate fixation. Surgery was performed using philos locking plate (proximal humeral internal locking system, synthes, stratec medical, mezzovico, switzerland) in 93 patients while a competitor¿s device was used in 10 patients. Follow-up examinations were made at 15-day intervals for the first 1.5 months, and at six-month intervals thereafter. The mean follow-up period was 19 months (range 2 weeks to 43 months). The following complications were reported as follows: 5 patients had varus inclination on immediate postoperative radiographs with a mean inclination angle of 112.6° (range 105° to 118°). 4 patients developed varus displacement during follow-up, with a mean inclination angle of 102.5° (range 95° to 110°). 1 patient had fixation failure. A (B)(6) male patient had developed infection and was completely resolved following debridement and antibiotic therapy. 5 patients had intra-articular screw penetration. A (B)(6) female patient had an inclination angle measuring 125°. During the follow-up, she had varus displacement with the inclination angle decreasing to 95°, as well as screw penetration. The screws penetrating into the joint were replaced with shorter ones. An (B)(6) male patient had an inclination angle measuring 118°, showing varus inclination. During the follow-up, the inclination angle decreased to 105° resulting in varus displacement, and screw penetration was noted. A (B)(6) female patient had intra-articular penetration of the topmost screw. 1 patient had an implant fracture. This report is for an unknown synthes screws and unknown synthes plate/screws construct. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk - screws: trauma. This is report 2 of 9 for (B)(4).